Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). Final analysis found an insulation abrasion exposing the outer coil at 7.2 cm to 7.6 cm from the connector pin. The insulation abrasion is consistent with that produced by friction to the device can.